Event description:
It was reported that during the implant attempt the patient had muscle/nerve stimulation. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Blood/body fluid on outer tubing overlay, helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. Damaged at implant.